Manufacturer narrative:
As reported, during an attempt to deploy the 8x60 smart control self-expanding stent (ses) inside the vessel, the tuning dial spun idly, preventing retraction of the outer shaft. The outer sheath size was unchanged. The case was completed using an 8.0 mm × 60 mm smart control stent. After the procedure, the doctor checked outside the body to see if the lever could be moved. At that time, it was deployed a little. There was no reported injury to the patient. A 6f 45 cm non-cordis sheath introducer was used. The product was stored and handled according to the IFU, and the temperature exposure indicator on the pouch was checked and confirmed with a visible black dotted pattern on a grey background. The product was inspected and prepped per the instructions for use, and no issues were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered while flushing the sds. The target lesion vessel diameter was 6¿7 mm. The unconstrained stent was appropriately oversized by 1¿2 mm relative to the vessel diameter. The target lesion length was 4¿6 cm with 90% stenosis, severe calcification, and severe vessel tortuosity. The stent delivery system passed through acute bends but was tracked and advanced to the lesion without difficulty or unusual force. The smart control locking pin remained in place during advancement and was removed before stent deployment. The sds was advanced past the lesion and then withdrawn into position prior to deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device was returned for evaluation. A non-sterile unit ¿smart control, iliac 8x60ml¿ was received coiled inside of a clear plastic bag. The device was unpacked for evaluation and subjected to a detailed visual inspection. A kink was observed approximately 119 cm from the distal tip, and the stent was noted to be partially deployed by about 1 cm. The tuning dial showed no visible damage but was found partially dialed. The distal radiopaque marker appeared frayed. No other abnormalities were noted during the inspection. Note: a guidewire was inserted to prevent additional damage to the device during handling and evaluation. A functional analysis was conducted to assess device performance. The lock tab was removed, and the tuning dial was rotated clockwise (as indicated by the arrow) using the thumb. The tuning dial rotated smoothly and continued to do so until it reached the stop point. The deployment lever was then pulled back to unsheathe the remaining portion of the stent. The stent fully deployed and expanded as expected, with no anomalies observed during functional testing. The reported ¿tuning dial rotation difficulty¿ could not be verified, as no functional anomalies were observed during device evaluation or stent deployment testing. The stent deployed fully and expanded as expected. Subsequent inspection revealed the ¿outer sheath frayed/split/torn distal radiopaque marker¿, and a kink was noted approximately 119 cm from the distal tip. The outer sheath, however, remained intact with no evidence of tearing or splitting. While the exact root cause cannot be conclusively determined, clinical and device factors may have contributed to the reported issue reported. The target lesion was characterized by severe calcification and tortuosity, both of which are known to increase mechanical resistance and torque transfer stress throughout the stent delivery system. Passage through acute vessel bends could have induced localized shaft torsion or internal kinking, potentially reducing the transmission efficiency between the tuning dial and distal sheath during in vivo manipulation. Given that post-procedural functional analysis demonstrated normal device operation, it is likely that transient mechanical stress or minor shaft deformation within the tortuous anatomy temporarily impaired the dial¿s engagement during use. According to the instructions for use, which is not intended to mitigate risk, ¿stent deployment: a. Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target lesion. B. Ensure that the access sheath or guiding catheter does not move during deployment. C. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. D. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall. Note: failure to maintain a fixed inner shaft position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. Note: when more than one stent is required to cover the lesion, the more distal stent should be placed first. Efforts should be taken to minimize the stent overlap.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during an attempt to deploy the 8x60 smart control self-expanding stent (ses) inside the vessel, the tuning dial spun idly, preventing retraction of the outer shaft. The outer sheath size was unchanged. The case was completed using an 8.0 mm × 60 mm smart control stent. After the procedure, the doctor checked outside the body to see if the lever could be moved. At that time, it was deployed a little. There was no reported injury to the patient. A 6f 45 cm non-cordis sheath introducer was used. The product was stored and handled according to the IFU, and the temperature exposure indicator on the pouch was checked and confirmed with a visible black dotted pattern on a grey background. The product was inspected and prepped per the instructions for use, and no issues were noted with the stent delivery system prior to use. Upon removal from the tray, the stent remained constrained within the outer sheath. No difficulty was encountered while flushing the sds. The target lesion vessel diameter was 6¿7 mm. The unconstrained stent was appropriately oversized by 1¿2 mm relative to the vessel diameter. The target lesion length was 4¿6 cm with 90% stenosis, severe calcification, and severe vessel tortuosity. The stent delivery system passed through acute bends but was tracked and advanced to the lesion without difficulty or unusual force. The smart control locking pin remained in place during advancement and was removed before stent deployment. The sds was advanced past the lesion and then withdrawn into position prior to deployment. The handle of the smart control sds was held flat and straight outside the patient as instructed. The device will be returned for evaluation.